Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent. Ams initiated a corrective action resulting from an internal quality systems audit to investigate the root cause regarding medwatch forms which had not been filed for these complaints. The investigation resulted in the need to file this medwatch 3500a form to address the corrective action. This is not related to any field action or product recalls.

Event description:
On (B)(6) 2010, during an elevate anterior and apical prolapse repair surgery, it was reported that a physician perforated the patient's bladder. This perforation was noted upon cysto inspection. The elevated graft was removed and a urologist was called in to repair the defect in the bladder.